Event description:
It was reported that the patient received a shock from the device for an episode of supra ventricular tachycardia (svt) with a period where the ventricular rate was greater than the atrial rate, then the episode went back to 1:1. The patient rhythm slowed down out of the svt zone and the device defined termination. It was also noted that there was an episode the previous day in which the device withheld therapy due to the sinus tachycardia (st) feature. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).